Event description:
It was reported the pump was explanted due to infection. The healthcare provider hcp waited five years to reimplant a pump. The reservoir volume box was not allowing hcp to choose the two to update the reservoir to 20 ml on the physician programmer. It was suggested to look at the setting of the low reservoir alarm volume to confirm programming. It was set at 3.5 as the hcp wants it and no changes were made. The hcp navigated back to the reservoir volume. Hcp was able to update to the appropriate reservoir volume and successfully update the pump. This resolved the reported event. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).